Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: unknown, upn: unknown, model: unknown, serial: unknown, lot: unknown.

Event description:
It was reported that the patient had his system explanted as it was difficult for him to understand how to use it. A new system has been implanted from a different manufacturer. The explanted devices were discarded by the facility and will not be returned for analysis. The patients status is currently unknown.